Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of restenosis is listed in the rx herculink elite instructions for use as a known potential patient effect associated with the use of the device. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: endovascular recanalization of nonacute symptomatic vertebral ostial occlusion performed using a distal embolic protection device.

Event description:
It was reported through a research article identifying herculink elite that may be related to the following: patient restenosis. This article summarizes clinical outcomes of 5 patients that were treated with herculink elite stents. Specific patient information is documented as unknown. Details are listed in the article, titled "endovascular recanalization of nonacute symptomatic vertebral ostial occlusion performed using a distal embolic protection device."